Manufacturer narrative:
There was no motor error alarm noted on the insulin pump. The pump was unable to prime during the prime/compromised force sensor system test due to moisture damage on the force sensor resistor. They were unable to perform the excessive no delivery test and occlusion test due to a prime/fill anomaly. The motor was tested outside the device and passed. The insulin pump had cracked battery tube threads, a cracked reservoir tube lip, a minor scratched lcd window, and a cracked case at the display window corners. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
It was reported that the customer had bolused and received a motor error alarm on the insulin pump. Customer's blood glucose was 12.7 mmol/l at the time of the incident. It was explained that a false motor error may be caused by viewing the sensor glucose graph while the pump is delivering a bolus. Customer was advised that they can reduce the likelihood of these occurrences by allowing the bolus delivery to complete before accessing the sensor glucose graph. Customer stated that they were able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.